Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to clinic after receiving a patient notifier for low high voltage lead impedance. The notifier occurred when the patient was on a river rafting trip. The lead impedance was tested in clinic and found to be within range. The patient will be followed normally. No symptoms were detected.